Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was extracted as the patient manifested twiddler's syndrome. Additional information was obtained from the representative indicating that the rv lead had dislodged and was confirmed through fluoroscopy. The lead was extracted. No additional adverse patient effects were reported.